Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message "all day" while wearing the adc freestyle libre sensor. Before dinner, customer performed a test using a competitor brand meter and a reading of 79 mg/dl was obtained. Customer further reported that after dinner and during the night she "wasn't feeling well" and obtained a sensor scan result of 'hi' (reading greater than 500 mg/dl), but did not self-treat. Customer experienced a seizure during the night and her husband injected her with glucagon and obtained a reading of 31 mg/dl on the competitor brand meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed on the reported sensor. A linearity test was performed and all tests passed as expected, indicating the electronics are functioning as intended. A crack on the sensor neck was observed. The sensor was worn successfully by the user. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message "all day" while wearing the adc freestyle libre sensor. Before dinner, customer performed a test using a competitor brand meter and a reading of 79 mg/dl was obtained. Customer further reported that after dinner and during the night she "wasn't feeling well" and obtained a sensor scan result of 'hi' (reading greater than 500 mg/dl), but did not self-treat. Customer experienced a seizure during the night and her husband injected her with glucagon and obtained a reading of 31 mg/dl on the competitor brand meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection performed on the returned sensor patch, no obvious defects were observed. Data was extracted using approved software, sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, observed sensor neck to have a crack across the width and through the carbon layer. The observed crack is consistent with insertion error. Further investigation of the sensor is pending. A final report will be submitted once additional information is received.

Event description:
Customer reported receiving a "scan again in 10 minutes" message "all day" while wearing the adc freestyle libre sensor. Before dinner, customer performed a test using a competitor brand meter and a reading of 79 mg/dl was obtained. Customer further reported that after dinner and during the night she "wasn't feeling well" and obtained a sensor scan result of 'hi' (reading greater than 500 mg/dl), but did not self-treat. Customer experienced a seizure during the night and her husband injected her with glucagon and obtained a reading of 31 mg/dl on the competitor brand meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Extended investigation has been performed on the returned sensor puck. Linearity testing was performed and all tests passed as expected, indicating the electronics are functioning as intended. Retain inspection was performed for the sensor lots and no anomalies were found. There is no indication of a product malfunction prior to release of the unit. Therefore, this case is not confirmed.

Event description:
Customer reported receiving a "scan again in 10 minutes" message "all day" while wearing the adc freestyle libre sensor. Before dinner, customer performed a test using a competitor brand meter and a reading of 79 mg/dl was obtained. Customer further reported that after dinner and during the night she "wasn't feeling well" and obtained a sensor scan result of 'hi' (reading greater than 500 mg/dl), but did not self-treat. Customer experienced a seizure during the night and her husband injected her with glucagon and obtained a reading of 31 mg/dl on the competitor brand meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.